Manufacturer narrative:
Continuation of d10: product ID: 97755, serial# (B)(6), product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). H3: analysis of the 97755 recharger (rtm) (s/n (B)(6)). Revealed the no device found message was seen and the unit was scrapped after failing at plexus; fail t5001 (get manufacture struct command and response), suspect overmold cable defective. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that pt stated they are getting battery low replace batteries soon message when they are charging implant (controller would be at 100%). Pt said they first started seeing the message late last year. Manufacturer rep did a factory reset with them over the phone. This resolved the issue for a while but started seeing the message again. Pt only saw this once a month but see it all the time now when trying to recharge pt contacted rep again and was told they needed to contact manufacturer to get a new battery. Pt said they were able to get their implant charged up to 60% yesterday and only 30% today. While agent was troubleshooting with pt they mentioned that the rtm gets warm while charging ins. Pt said that the rtm has always gotten warm but if charging for a long time it gets uncomfortably warm. While on the call pt tried to charge implant pt saw system problem rm05. Pt inspected the rtm and did not detect any damage. The issue was not resolved. An email was sent to the repair department to replace the rtm. No symptoms were reported.